Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that an intraocular lens (iol) was required to be explanted from the left eye of a patient in a secondary procedure owing to a refractive surprise. A new lens was implanted in the eye. No further information has been provided.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection revealed that lens was received cut in two parts. A few loose particles were observed in the optic zone compatible with handling the lens out of the sterile environment. The sample was observed with the characteristic of acrylic 3 piece iol. The condition observed in the lens received was consistent with a lens that has been implanted and explanted from the patient eye. The diopter measurement could not be performed to verify the refractive error reported due to the condition of the lens received (cut in half). The monofocal bench measurement results (inspection data) of the lens production order reported was reviewed. All results showed a pass condition. No deviation was reported. The lens reported was assigned and listed accordingly with the diopter and production order in manufacturing process. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.